Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp exhibited difficulty in fixating to the tissue. Upon attempt to unfix and reposition, the helix of the lp was found to be stretched. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.